Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during lap hysterectomy procedure the tip broke off of the active blade. There was no piece left in the pt and it was removed through the trocar with graspers. They completed the procedure with a new like device. There was no pt consequence reported.